Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic, pelvic') and caesarean section ('low transverse cesarean section') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify plaintiff did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included c-section. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), alopecia ("hair loss"), hot flush ("hormonal changes describe: hot flashes"), migraine ("migraines / headaches"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"), 2 months 12 days after insertion of essure. On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy with cont"), underwent caesarean section (seriousness criterion medically significant) and experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)") and headache ("headaches"). The patient was treated with surgery (bilateral partial salpingectomy and low transverse cesarean section). Essure treatment was not changed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, caesarean section, genital haemorrhage, abdominal pain, heavy menstrual bleeding, post-traumatic stress disorder, bladder disorder, urinary tract disorder, fatigue, alopecia, headache, weight increased, hot flush, vaginal haemorrhage, migraine, nausea and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6) 2016. 3401.25g was the reported birth weight. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, alopecia, bladder disorder, caesarean section, dysmenorrhoea, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hot flush, migraine, nausea, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for psych injury. Current weight 220 lbs. Essure removal date: (B)(6) 2016 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.3 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-jun-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic, pelvic') and caesarean section ('low transverse cesarean section') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify plaintiff did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included c-section. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), alopecia ("hair loss"), hot flush ("hormonal changes describe: hot flashes"), migraine ("migraines / headaches"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"), 2 months 12 days after insertion of essure. On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy with cont"), underwent caesarean section (seriousness criterion medically significant) and experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)") and headache ("headaches"). The patient was treated with surgery (bilateral partial salpingectomy and low transverse cesarean section). Essure treatment was not changed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, caesarean section, genital haemorrhage, abdominal pain, heavy menstrual bleeding, post-traumatic stress disorder, bladder disorder, urinary tract disorder, fatigue, alopecia, headache, weight increased, hot flush, vaginal haemorrhage, migraine, nausea and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6) 2016. 3401.25g was the reported birth weight. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, alopecia, bladder disorder, caesarean section, dysmenorrhoea, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hot flush, migraine, nausea, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for psych injury. Current weight (B)(6). Essure removal date: (B)(6) 2016 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2021: mr received: case upgraded to serious incident, essure removal surgery added. Event pregnancy, c-section, device ineffective were added. Rcc note, reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.